Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sometimes the reservoir was loose and was not secure. Customer also reported random no delivery alarm, button error in the past and the insulin pump had become unresponsive for about a minute. No harm requiring medical intervention was reported. Troubleshooting was declined. The device will not be returned for analysis.